Event description:
The 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and he could reproduce the reported event. He did verify the error code in memory that substantiates the customer's claim. No parts were replaced and the unit passed its acceptance tests.